Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that customer had a battery out limit alarm and then experienced a blank screen display. Customer's blood glucose was 123 mg/dl. Customer was assisted in resetting time and date. It was reported that batteries were not out greater than duration allowed. Customer was advised to monitor insulin pump.